Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-17814. It was reported that the patient presented in clinic for a follow up with a large pocket hematoma. The physician did not believe this was a device issue. The whole system was explanted to prevent infection or endocarditis. The patient was stable before, during and after procedure.